Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation. Pictures were provided for evaluation. Photo 1: photo shows a baxject 3 unit carton labeled lot tata001aa. Cannot verify reported defect based on photo. Photo 2: photo shows the top side view of a reconstituted baxject 3 system. Cannot verify reported defect based on photo. Based on the above assessment, the root cause cannot be determined. During the manufacture of fuv advate lot taa23001a, assembled with baxjectiii device sublot tata001aa, there were no nonconformities, failures or deviations documented in the batch record which could have contributed to the reported problem. A review of the october 2023 monthly report for advate bjiii was also performed relative to the subcategory "withdrawing difficulty". The complaint rate for 2023 ytd is (B)(4), in comparison to 2022, (B)(4) and in 2021 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Report received from customer service on (B)(6) 2023: "medication would not draw up in the syringe." On (B)(6) 2023 reporter provided pictures. On (B)(6) 2023 initial complainant responded to ms with the following additional information: was there any patient injury or medical intervention needed as of result of this incident? No. Did any patient miss a dose? No, we used a different syringe. Please briefly describe how the product failed to work. Can you please specify what the steps were when attempting to withdraw? The tech took it out of the rxid refrigerator, took it out of the box. They went to mix the drug and realized the syringe was frozen (medication inside). They withdrew a new dose from the rxid and that advate was fine. Please provide any other details pertaining to the issue. I reached out to (B)(6) to see if she saw any temperature changes around the day of use. She looked at her history and I sent in our aeroscout reading and both were fine and within the correct temperature. See attached.